Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with air supply failed and could not be cleared. Patient was removed from the device and placed on another one - no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. Logfile review confirmed repeated medium priority alarm ¿alm_air_supply,¿ consistent with the reported ¿air supply fail¿ alarm condition. The event log did not show evidence of a persistent external air supply loss or hardware gas supply failure, and no associated high priority oxygen-and-air supply alarm was active during the reviewed sequence. The reported alarm appears to have been intermittent, as the user reported that ventilation delivery remained stable with no loss of volumes or patient desaturation prior to device exchange. The most probable root cause is improper opening of the air inlet mixer valve and/or insufficient air supply pressure and flow. Despite several attempts, no information about the correction was provided. Root cause could not be conclusively determined from the available data. This case is considered closed